Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Document review: amistem h cementless stem size 7 lat: ref 01.18.147 - lot 123322 ((B)(4) stems produced) all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. To date (B)(4) stems belonging to this lot have been already sold without any other similar issues. From the data collected and the info received, there is no evidence that the event is device related.